Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed multiple failed battery test alarms. Customer's blood glucose was 127 mg/dl. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. We were unable to perform all functional testing including the displacement, operating currents and verify battery out limit, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.